Manufacturer narrative:
Product complaint # (B)(4). Corrected d4. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: h6. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected g3 awareness date of follow up # 2 to (B)(6) 2021 since it was reported in error.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: a search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product/lot combination. Based on the inability to find any nc¿s against the provided product code/lot code combination, it is reasonable to conclude that there are no anomalies with regard to manufacturing or inspection contained in the device history records that would contribute to the reported event.

Event description:
On (B)(6) 2020, the patient underwent bilateral primary knee arthroplasty to address osteoarthritis. Depuy products and cement were utilized in both knees. There were no indicated intra-operative complications. On (B)(6) 2021, the patient presented for a bilateral knee evaluation. In the right knee, the patient was experiencing pain, discomfort, swelling, and a palpable pop when going from flexion to extension. On (B)(6) 2021, the patient underwent a right knee arthrotomy with ostectomy of heterotopic bone of dorsal femur. The surgeon noted a significant amount of crepitus under the extensor mechanism of the right knee. The surgeon also noted excising moderate hypertrophic synovitis. No products were revised. There were no indicated intra-operative complications. On (B)(6) 2021, the patient presented for a post-operative evaluation of the right knee. The patient was noted to be doing very well with no issues.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H6 clinical code: appropriate term / code not available (e2402) is used to capture musculoskeletal system (e16). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical adverse event received for heterotopic bone in suprapatellar pouch : pain, severe. Event is serious and is considered moderate. Event is definitely not related to device and is possibly related to procedure. Date of implantation: (B)(6) 2020; date of event (onset): (B)(6) 2021; (right knee). Treatment: arthrotomy with ostectomy of heterotopic bone.